Event description:
A report was received that the pt was explanted due to pain at the ipg pocket site. After the surgery, the pt no longer was feeling pain. The physician does not know what was causing the pt's pocket pain. The pt is reportedly doing well after the procedure.